Event description:
Patient underwent sacroiliac fusion using simmetry implants on (B)(6) 2014 and did not return to the surgeons office for over 4 months. Upon seeing the surgeon the patient reported having experienced immediate post-op pain and demanded to have the implants removed. The surgeon removed the implants on (B)(6) 2014 and placed a manufactured allograft into the joint using a posterior approach.

Manufacturer narrative:
Patient had two implants removed; the other implant is reported under MFR. Report #3008875054-2014-00008.